Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. During lead replacement, lead damage was visually observed. The lead was capped and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2020-04579.